Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. All instruments tracked properly at optimal distance from the camera. The system was fully functional and subsequent cases were completed successfully with no further issues.

Event description:
A registered nurse reported during a case initially tracked but then both the probe and the head tracker went to red status. They tried moving the camera close, but the tracking did not change. Case continued without navigation but with no impact to the patient.